Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the device forced itself into standby mode. It is unknown if the device was in clinical use at the time the issue was reported. There was no adverse event ort patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.